Manufacturer narrative:
Submit date: 01/07/2018. An investigation is currently underway. Upon completion, the results will be forwarded. Multiple attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was eleven (11) raytec sponges in a bundle instead of 10. The customer further reports that there was no patient contact.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no photographs or samples received for investigation. Based on the investigation and analysis, the most possible root cause would be the worker missed culling the scrapped product from the weighing machine. As a continuous improvement, the supplier has updated their weighting system from one time to two times and also updated the related standard operating procedures (sop) to clearly specify the inspection process and disposition method during the weighting process. Operators have been retrained to increase the inspections; specifically to the weighting process to heighten awareness of the potential for a miscount that may occur during this process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.